Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a: not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer visited the site on 15-jun-2026. The software was reloaded, and the system was reconfigured as a precaution with no additional errors observed. The system met the specification for the performed service and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a procedure. During use, the system would not display the ifr menu, and the modality icon was not available. Multiple attempts were made; however, could not resolve the issue. The procedure was aborted and rescheduled. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.